Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator provided a continuous alarm indicating higher peep (positive end expiratory pressure) than set. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. No further details were provided.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of displaying an alarm indicating "high peep" was confirmed. Ventec also found that the device was breathing "erratically" and that there was no flow from the unit (i.e. There were inspiratory tidal volume/vti issues observed). Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.